Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01246 addresses the other device. It was reported to boston scientific corporation that an endostat iii electrosurgical unit and an injection gold probe were used during an esophagogastroduodenoscopy (egd) procedure. On (B)(6), 2011, the complainant reported that the bipolar connector was damaged on the generator. Attempts were made to obtain further information . On (B)(6), 2011, bsc received additional information and became aware that injection gold probe device was also used during this procedure. According to the complainant, the patient was being treated for a bleed in the stomach. When the nurse attempted to plug the injection gold probe into the console, the fit into the bipolar receptacle did not feel flush as usual. The nurse made two additional attempts to plug in the injection gold probe, and when it was unplugged for the third time, the bipolar connector and pieces of metal detached from the console. To complete the procedure, epinephrine was injected with a microvasive needle and the site was clipped as a precaution. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found that the bezel foot had been removed from the unit along with the internal components of the bipolar connector, which were enclosed in a plastic bag. Some non-msi decals and minor scratches were present on the cover; otherwise the unit appeared to be in fair physical condition. All knobs and switches functioned properly during mechanical evaluation. Upon power up, the front bezel did not illuminate and readings could not be obtained. The cover was then removed, and it was found that the unit had been disassembled: the pems that attach the chassis to the bezel had been removed and the connectors were disconnected from the pc boards. The condition of the returned device was consistent with the complaint that the bipolar connector was damaged; the complaint was confirmed. The bipolar connector was replaced, the foot on the front bezel was reinstalled, and all connectors were reconnected, after which the unit passed the endostat iii return evaluation procedure. The injection gold probe (igp) was not returned for evaluation; therefore it is unknown if a malfunction of the igp contributed to this event. The most probable root cause of the defects identified was determined to be wear and tear. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.